Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion sets failing to eject during insertion because one side of the inserter became stuck and would not release after pressing the button on (B)(6) 2026. No further information available.